Event description:
During follow-up, the patient presented with dizziness. It was reported that the device was not pacing. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
As received, the device was above elective replacement indicator level. The device was programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, capture test and battery assessment indicate normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of failure to pace was not confirmed.